Event description:
It was reported that the bd syringe 10ml ll s/c 200 plunger rod was broken / damaged. The following information was provided by the initial reporter: material #: 302995 batch #: 5121246. Verbatim: rcc received a complaint via email plunger on 10 ml syringe broke and medication leaked out. Syringe was disposed of. Lot number- 5121246.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - plunger rod broken / damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Batch 5121246 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.